Event description:
It was initially reported that communication could not be established with the pt's pulse generator. It is unclear if the device is at an end of service condition due to the limited amount of information available at this time. The pt has been referred for generator replacement. A search performed in the manufacturer's programming history database indicated that the last known diagnostics performed at the time of implant were within normal limits. Good faith attempts to obtain additional information have been unsuccessful to date.